Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia on (B)(6) 2026 while wearing the pod on the arm between 4 and 24 hours. The patient's blood glucose level declined to below 39 mg/dl after administering a correction bolus for a blood glucose reading of 270 mg/dl. The patient reported becoming disoriented, prompting a 911 call, and subsequently experienced a seizure. Paramedics responded to the event and administered glucose gel; multiple attempts were reportedly made to establish intravenous (IV) access. Reported symptoms included low blood glucose and seizure activity. The patient received medical attention from emergency medical services and was diagnosed with hypoglycemia. Treatment included administration of glucose gel and intravenous (IV) dextrose. The patient was treated and released on (B)(6) 2026.